Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure when the harvester took the vasoview hemopro vh-3500 out of the box they noticed the tip was bent and asked for a different device. The device wasn't used and a new kit was opened. There was no damage to the outside of the box the device was in. The hospital did not report any patient effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/19/2022. An investigation was conducted on 01/03/2023. A visual inspection was conducted. Only the cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. The scope wash tube was observed to be slightly bent at the center of the tube. The c-ring was observed to be intact with no visual defects observed. No other visual defects were observed. Based on the returned condition of the device as well as the investigation results, the reported failure "material twisted/ bent; c-ring" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000259635 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.